Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefective" and device difficult to use "cervix would not properly dilate causing pain & bleeding upon insertion". The patient's past medical history included multi gravida (fourth ,live births not reported.), depression (treated by wellbutrin), endometriosis and surgical menopause. Concurrent conditions included menometrorrhagia and basal cell carcinoma. Concomitant products included bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), ibuprofen, losartan potassium (cozaar), meloxicam (mobic), naproxen, oxycodone, promethazine hydrochloride (promethazin), solpadeine (tylenol 1), sumatriptan (imitrex) and verapamil. On an unknown date, the patient started multi-vitamins vitafit at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), procedural pain ("cervix would not properly dilate causing pain & bleeding upon insertion"), procedural haemorrhage ("cervix would not properly dilate causing pain & bleeding upon insertion"), rash ("rashes or skin conditions"), dermatitis ("dermatitis"), dry skin ("dry flaky skin"), skin exfoliation ("dry flaky skin"), post-traumatic stress disorder ("ptsd") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with anaesthetics (anesthesia) and surgery (total hysterectomy and bilateral salpingectomy unilateral oopherectomy right). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, rash, post-traumatic stress disorder and depression had resolved, the pregnancy with contraceptive device, menorrhagia, headache, fatigue, procedural pain, procedural haemorrhage, dermatitis and dry skin outcome was unknown and the tooth disorder and alopecia was resolving. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, depression, dermatitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, rash, skin exfoliation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion, both tubes were blocked on (B)(6) 2003 to (B)(6) 2008, patient had used condoms, spermicide for birth control. Most recent follow-up information incorporated above includes: on 29-jan-2018: pfs received- new reporter, patient demographic information, lab data, relevant history, product indication update, product start date, concomitant product.new events- abnormal bleeding (general), abnormal bleeding (vaginal,menorrhagia),pregnancy( stillbirth or miscarriage), ptsd, rashes or skin conditions, migraines, headaches, dental problems, dysmenorrhea cramping, dyspareunia painful sexual intercourse, vaginal discharge, fatigue, weight gain and hair loss, depression,cervix would not properly dilate causing pain & bleeding upon insertion,dermatitis,dry flaky skin were added.the events pain clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), depression ("depression"), bipolar disorder ("bipolar") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "cervix would not properly dilate causing pain & bleeding upon insertion". The patient's past medical history included multi gravida (fourth, live births not reported.), depression (treated by wellbutrin), endometriosis and surgical menopause. Concurrent conditions included menometrorrhagia and basal cell carcinoma. Concomitant products included bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), ibuprofen since 2003, losartan potassium (cozaar) since (B)(6) 2017, meloxicam (mobic), naproxen, oxycodone, promethazine hydrochloride (promethazin), solpadeine (tylenol 1), sumatriptan (imitrex) and verapamil. On an unknown date, the patient started multi-vitamins vitafit at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression (seriousness criterion disability) and post-traumatic stress disorder ("ptsd"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems/tooth breakage") and tooth erosion ("enamel erosion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), bipolar disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), procedural pain ("cervix would not properly dilate causing pain & bleeding upon insertion"), procedural haemorrhage ("cervix would not properly dilate causing pain & bleeding upon insertion"), rash ("rashes or skin conditions"), dermatitis ("dermatitis"), dry skin ("dry flaky skin") and skin exfoliation ("dry flaky skin"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with anaesthetics (anesthesia) and surgery (total hysterectomy and bilateral salpingectomy unilateral oopherectomy right). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, vaginal haemorrhage, abdominal pain, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, rash and post-traumatic stress disorder had resolved, the pregnancy with contraceptive device, bipolar disorder, genital haemorrhage, menorrhagia, headache, fatigue, procedural pain, procedural haemorrhage, dermatitis, dry skin and tooth erosion outcome was unknown and the tooth fracture and alopecia was resolving. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, bipolar disorder, depression, dermatitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural haemorrhage, procedural pain, rash, skin exfoliation, tooth erosion, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient applied for social security disability on (B)(6) 2015. Nature of claimed injury/disability: bipolar/ depression. Outcome of application: approved. Basis of your claim: inability to work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion, both tubes were blocked on (B)(6) 2003 to (B)(6) 2008, patient had used condoms, spermicide for birth control. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs received. Events added: bipolar disorder; dental problems updated to tooth erosion and tooth fracture. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.